Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to perform the occlusion test due to motor error alarm; the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump had cracked case at the display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. Customer indicated that the set was changed but another motor error alarm was received. Customer does not recall any significant events leading to the error. Customer's blood glucose was 52 mg/dl at the time of incident. Troubleshooting was done for motor error and customer was able to rewind the pump but was unable to get out of the rewind screen. The customer was advised that the device would be replaced and to return the product for analysis.